Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient called patient services on (B)(6) 2018, and indicated that their ins was not working, meaning they stopped feeling stimulation after getting into a car accident shortly following implant on (B)(6) 2015 they saw their managing healthcare professional (hcp) after the car accident but the ins was still working at that time and then stopped working 3 days later. They saw their hcp again last year and was directed to connect a manufacture representative (rep). The patient left two messages for the rep last year but never heard back and are unsure if the rep is still working for the company. More recently, like 6 or 7 weeks ago, they are getting like a short and can feel something in their rear end, like a short. The patient indicated that they must have an impedance of some sort. This has been happening off and on. The patient was calling in hopes of getting in contact with a rep. However, patient services redirected them back to their hcp for assistance in scheduling a rep. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient called back stating that they reached out to their healthcare professional (hcp) to contact a manufacture representative (rep) but the rep is not returning the hcp¿s calls. The patient reported getting shocked and stated the shocking started about two months ago (most likely the short previously reported). The patient stated that the shocking occurs about 2-3 times a weeks but it has not happened since (B)(6). Patient services sent an email to the local reps. The rep responded on (B)(6) 2018 indicating that they spoke with the patient. No further complications were reported/are anticipated.